Event description:
It was reported the customer received a motor error alarm and then a no delivery alarm after. The customer stated the insulin pump delivered a few units of insulin before the no delivery alarm occurred. Customer's blood glucose was between 150 mg/dl and 160 mg/dl. Troubleshooting did not occur for the customer's insulin pump as a motor error alarm occurred. Customer stated the motor error alarm occurred when the customer attempted to rewind their insulin pump. Customer stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.